Event description:
It was reported a procedural thrombus occurred. A left atrial appendage (laa) closure procedure was performed using a watchman flx laa closure device with delivery system (wds) and a watchman fxd curve access system (was). During the transeptal puncture (tsp), in the right atrium a thrombus was observed attached to the was and non-boston scientific (tsp) device. The was and thrombus were removed from the patient and the was was flushed. The flushed was was then used to successfully complete the laa closure procedure. No patient complications were reported.